Manufacturer narrative:
The device powered up properly after battery installation. No blank display or full segment missing/display anomaly noted. The device was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed batt test alarms audio/beep anomaly during testing. The device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display was black and the insulin pump was beeping. The customer reported that they could barely read the screen. The customer's blood glucose was 189 mg/dl at the time of incident. The customer's blood glucose was 60 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food and tea. The customer stated that the insulin pump was stabilized by room temperature but the display did not return. The customer declined to troubleshoot for low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.